Event description:
It was reported that pump experienced malfunction with code displayed and customer had not noticed any events leading up to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset instructions, and attempted reboot, but customer and support could not get pump to shut down, and no further corrective action was documented.